Event description:
It was reported that the lead polarity switched at lead warning to unipolar, approximately 2.5 years ago. The minimum impedance is 149 ohms, and present measurement is 255 ohms. Over 16 million low impedance paces were counted by the device. The device was left in unipolar configuration. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.